Manufacturer narrative:
H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. The patient was started on a new heparin bag at 15:00. At 04:00 the nurse noted the bag was still full. After discussing with the pharmacy that the last bag was sent at 15:00 the nurse realized the patient did not receive any of the medication. The pump was not removed from service. It was further reported; the patient sustained an unspecified ¿serious injury¿ (not further specified). No further information was available at the time of this report.